Manufacturer narrative:
Reliability analysis inspected 4 opened/used partial sensors and performed visual inspection and found all 4 sensor cannulas to be damage. First sensor was found with a broken cannula, broken part is missing. Second sensor was found with a retracted cannula inside sensor base, and found no broken cannula during analysis. Two remaining opened/used sensors and performed visual inspection and found both sensors insertion needles bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensors were returned opened/used.

Event description:
The customer reported via phone call that a new sensor fell out. The sensor did not stick. The insulin pump alarmed motor error. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.